Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was resistance when inserting the swg through the needle. The swg kinked in the lumen of the artery, and the swg could not be retracted. The radial artery device was removed and an intravenous device was placed for a short duration. The event occurred in the surgical center and the insertion site was the left radial artery of a (B)(6) male patient. There was a delay in treatment, which caused pain to the patient. No complications or death occurred to the patient.